Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was confirmed that a replacement was done on october 11. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had their gastric stimulator replaced, and that the patient had a surgery on (B)(6) 2018, but it was not verified whether this was to replace the stimulator. It was noted that the patient¿s gastric stimulator was not working. No further complications were reported/anticipated.